Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: bmw wire. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The xience prox is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a mildly tortuous and heavily calcified de novo right coronary artery. A non-abbott 2.5 x 15 mm balloon catheter and then a 3.0 x 12 mm unknown nc balloon catheter were inflated to 18 atmospheres for pre-dilatation when there was recoil. A 3.0 x 12 mm xience prox stent could not cross the lesion and there was resistance noted during removal. A new guide wire and unknown nc balloon was used for additional pre-dilatation and a 3.0 x 12 non-abbott drug-eluting stent was deployed. Post-dilatation was performed with a 3.0 nc balloon catheter to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties were likely due to interactions with the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to filing the initial MDR, the following information was received: the reported resistance noted during withdrawal of the 3.0x12 xience prox was due to the anatomy (heavy calcification).